Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device was not working in regards to urine control and they were also having bowel leakage. They were recommended to contact their healthcare provider (hcp). Additional information was received from the patient. They reported that they continue to experience issues with loss of therapeutic effect and when they contact their managing physician's office they are directed to call manufacturer. Patient also reported the stimulation is not comfortable currently and they wanted to turn it off until they can follow up with their physician, however the therapy app continued to search and communicator bluetooth light would never transition to solid blue. Rebooted handset and communicator, checked bluetooth and location settings, and confirmed patient was using the correct therapy application but the issue was not resolved. Consulted with hcit who walked patient through additional troubleshooting in communication manager but the issue was still unresolved. Patient said the communicator may have fallen from a table onto a carpet but other than this they were not away of any possible damage. Emailed replacement communicator request to repair. The patient also reported when they lay on their right side their leg goes numb. They saw a spinal doctor who is familiar with other manufacturer devices and they thought the ins had moved. Recommended patient schedule a device check with managing physician and emailed field staff.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient stated that after going to their healthcare provider (hcp)'s office last week (maybe friday last week or monday) the mdt representative(rep) came in and said the patient(pt) needed a new handset and pt thought the rep had arranged to have one sent to them. Pt said they were having surgery on nov 11, they either needed a phone that will work to turn therapy off for the surgery or a rep to meet with them and turn therapy off. Pt said the handset was plugged in and pt said they don't know if it was working, pt got the handset and said it was searching, circling. Agent asked pt for the serial number from their handset and pt could not provide it, agent offered and sent email to repair to replace the handset, offered to send out an email to the reps to make them aware of the surgery on monday in case they could offer assistance. Reopened the case, reassigned to self to send email to repair, the reps and device registration, (pt had moved).